Manufacturer narrative:
B2: date of death and b3: date of event estimated using aware date. E1: initial reporter phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event and cause of death, but further information was unable to be obtained.

Event description:
It was reported that patient death occurred. A 106cm x 12cm ekosonic endovascular device was selected for use in a bilateral case; both wings of the lung were affected, so two catheters were used. Shortly after starting therapy in the ICU, fluid and blood began leaking from the white connector of this infusion catheter. As a result, the patient was brought back to the lab for catheter replacement. This occurred approximately 45 minutes after the patient had been transferred from the lab. Therapy then continued for about two hours, after which the patient required resuscitation and then passed away.

Event description:
It was reported that patient death occurred. A 106cm x 12cm ekosonic endovascular device was selected for use in a bilateral case; both wings of the lung were affected, so two catheters were used. Shortly after starting therapy in the ICU, fluid and blood began leaking from the white connector of this infusion catheter. As a result, the patient was brought back to the lab for catheter replacement. This occurred approximately 45 minutes after the patient had been transferred from the lab. Therapy then continued for about two hours, after which the patient required resuscitation and then passed away. It was further reported that the main pulmonary artery, the left and right lower pulmonary arteries, truncus pulmonalis, arteria pulmonalis dextra, and arteria pulmonalis sinistra were treated with the ekosonic endovascular devices. Prior to and during the procedure, the patient had no acute symptoms, but a large thrombus was visible in the computed tomography (CT) scan. The thrombus burden was medium but on both sides. There was still flow to the peripheral vessel. Only unfractionated heparin was used with the device. There was no blood loss from the leaking connector of the infusion catheter, and no vascular bleeding sites. After replacing the catheter, the new ekosonic endovascular device functioned as intended. Hemodynamic instability was not noted during either procedure. Patient death occurred same day. The official cause of death was pulmonary embolism, and no autopsy was to be performed.

Manufacturer narrative:
(B)(6). Device eval by manufacturer: the ekos endovascular device was returned for analysis. Visual inspection of the infusion catheter (ic) showed a crack in the manifold luer, where the ultrasonic core (usc) is inserted into the ic, and the coolant infusion luer was observed to be cracked. There was a small, pinched location in the usc, approximately 4 cm from the luer barb. The device was leak-tested by flushing the cracked usc manifold luer with a water-filled syringe, and a leak was observed from the cracked location of the usc manifold luer. No leaks were observed during leak test flushing of the cracked coolant luer. The ic drug line was not damaged and flushed normally with no leaking or blockage of the drug infusion lumens observed. The ic could not be used for functional testing due to the leaking usc manifold luer. The usc was inserted into a different 106 x 12 cm ic and functionally tested by running sustained ultrasound for approximately 1 hour. There were no error messages or abnormalities observed during the functional test.